Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported during dialysis treatment on (B)(6) 2017 during drain 3 the cycler received an "m31 air detected in cassette" alarm. Patient was unable to get past the warning and cancelled treatment, and when the patient removed the cassette and fluid was leaking in the cassette door. The patient stated he reverted to manuals and informed his clinic registered nurse (rn) of the event. Follow-up with the pd patient's contact confirmed there was no issue with overfill and no injury occurred. The patient contact stated the fluid leak was observed during treatment and confirmed no treatment was missed. The patient contact stated the patient did not go to the clinic and no prophylactic medication was provided. The patient contact stated the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak, and no adverse event occurred. The patient contact confirmed the patient remained asymptomatic. The patient contact stated the sample was discarded and no longer available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during dialysis treatment on (B)(6) 2017 during drain 3 the cycler received an "m31 air detected in cassette" alarm. Patient was unable to get past the warning and cancelled treatment, and when the patient removed the cassette and fluid was leaking in the cassette door. The patient stated he reverted to manuals and informed his clinic registered nurse (rn) of the event. Follow-up with the pd patient's contact confirmed there was no issue with overfill and no injury occurred. The patient contact stated the fluid leak was observed during treatment and confirmed no treatment was missed. The patient contact stated the patient did not go to the clinic and no prophylactic medication was provided. The patient contact stated the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak, and no adverse event occurred. The patient contact confirmed the patient remained asymptomatic. The patient contact stated the sample was discarded and no longer available for evaluation.